Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 460011. There was no reported patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 08-sep-2025. H3 and h6 codes - updated. The suspected device was returned for evaluation. Review of the event history log (ehl) showed error codes related to the reported issue and the customer reported issue was duplicated/confirmed. The primary problem with defective printed wired assembly (pwa). The service history review had no indication that the complaint was related to a service of the device within the review period. The pwa was replaced to correct the issue. The device passed all functional testing after repair.